Event description:
Event description cpi received info that a pt with an implantable cardioverter defibrillator (model 1742 received multiple shocks, after which the implantable cardioverter defibrillator was nonfunctional. The physician performed an invasive procedure and replaced the implantable cardioverter defibrillator with a model 1821. The system tested appropriately with a low energy shock, however, upon testing of the system witn a high energy shock, the new implantable cardioverter defibrillator was nonfunctional. Further investigation of the lead noted a fracture of the shocking portion of the lead at the area where the lead lies under the clavicle. The physician elected to explant the new implantable cardioverter defibrillator and lead system.